Manufacturer narrative:
The investigation has identified that the adt interface, from his to adt store (mirth channels part of aqure), allows patient records with blank patient ID to be entered in the adt store, which caused the potential patient data-mix up. The root cause has still not been concluded.

Manufacturer narrative:
It has been concluded that the aqure system (including mirth channels) worked as designed, the user queried on a blank patient ID by mistake and a blank patient ID was returned from the external database (adt store). The user is per abl90 flex analyzer instruction for use (996-188j, version 201803j, chapter 3 p. 21) and aqure instruction for use (995--086k, version chapter 9 p.43) instructed to always verify the patient information returned by the aqure system/or on the analyzer and reject the result if it is not correct. In this case the user did identify the incorrect returned patient ID during the validation, as per instruction in the ifus. The root cause it determined as the device worked as designed.

Manufacturer narrative:
Please note that the manufacturing date is the release date for aqure software version (B)(4).

Event description:
A customer reported patient mix-up. It was discovered that a few results were sent to the correct patient but also being sent to another patient. During troubleshooting by the radiometer field service engineer it was found that the issue was caused by two things. The end user editing the sample and changing the patient ID to a blank on the analyzer, and a blank patient ID in the local database (adt). When the patient ID was changed at the analyzer, and was resent to aqure, it was matched with the other patient (blank patient ID) with wrong patient information. The radiometer field service engineer updated the communication channels, and corrected the interface script in order to ensure that the error could not recur. There was no patient harm caused by these incidents. The error was found, and corrected without any effect on patient care. Radiometer is currently investigating the case, but has until now not been able to reproduce the error. It can, however, not be out ruled that aqure has malfunctioned.